Event description:
Additional information received that the product was explanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Attempts were made to obtain additional information however was unsuccessful. Evidence suggests the lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.